Event description:
The manufacturer received information alleging a ventilator service required was generated on the device. The device was replaced with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation of the device, dirt contamination was found on the flow sensor, and it was determined this had caused the issue to occur on the device. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue was a noise coming from the blower assembly during an operational check. The blower assembly was replaced to resolve this issue on the device. After replacing the parts on the device, a final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.